Event description:
Pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Customer was unable to successfully load a new cartridge and resume insulin therapy as the alarm recurred. Technical support assisted the customer in putting the pump into storage mode and arranged for a replacement pump to be sent, instructing the customer to return the problematic pump with a pre-paid label, which the customer understood and acknowledged. Customer was to use multiple daily injections as backup therapy.